Manufacturer narrative:
The lot number is unknown and the products are not made available for evaluation at this time. The information about initial reporter and the other information required to submit was not provided. If the additional information is received, the follow-up report will be submitted within 30 days of the receipt. Subsequent actions regarding the follow-up report will be taken and submitted in accordance with 21 cfr 803.10 and 803.56.

Event description:
The following information was obtained when searching the maude database on dec. 10, 2018. Report number: mw5081192. The event description was: "I switched to hubble contacts approx a year and a half ago. I never wore the contacts to bed, and always used them as indicated. I went to my regular every two year eye exam and was told my eyes look like they belong to someone who sleeps in ther contacts. My vision worsened, which at my age of (B)(6), is unusual and neovascularization occurred. My optometrist recommended a year without contacts, as well as seeing an ophthalmologist to assess for the possibility of lasik surgery because he was unsure if my topography of my eyes had changed so much that I would not be a candidate for that. The ophthalmologist told me hubble has a very low oxygen permeability, and agreed that my eyes were not the best candidate for lasik. He stated I could try wearing a high quality contact less frequently."